Event description:
The reporter stated that a monitor and defibrillator/pacemaker were connected to a pt through the electrodes. The info reported is not clear, but allegedly the device displayed a connect electrodes message and defibrillator energy could not be delivered to the pt as a result.